Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead replacement for deteriorating lead function. Upon interrogation, the right ventricular lead threshold exhibited no capture at high threshold and r wave amp variation was noted. The lead impedance was in range but has been steadily increasing since approximately (B)(6) 2021. The lead was explanted and replaced. The patient was stable.